Manufacturer narrative:
Subject device is not returned.

Event description:
It was reported that during procedure, the tip of the guidewire (subject device) broke off and was left in the patient. No additional information is available at this time.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during procedure, the tip of the guidewire (subject device) broke off and was left in the patient. No additional information is available at this time.